Event description:
Using the posterior approach, physician was putting central line into right internal jugular. She initially got good flow back, and then met resistance. She pulled back and reportedly got 10 cc's of blood in syringe. When she tried to advance wire again, she couldn't, so she tried to withdraw the wire. The wire was stuck. She then pulled wire and needle out together. When looking at line, it was determined that the wire was stuck within the needle. Md also observed that, if she pulled back the tip of catheter it was wiggly and looked like it was unraveling.